Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) device presented with a battery depletion alert. Boston scientific technical services was contacted and confirmed that the device battery was exhibiting premature depletion. Replacement was recommended within 90 days. The device was subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse effects reported. The device was received for analysis and is pending the investigation conclusion. Once the analysis is complete, this record will be updated with results.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) device presented with a battery depletion alert. Boston scientific technical services was contacted and confirmed that the device battery was exhibiting premature depletion. Replacement was recommended within 90 days. At this time, the s-ICD remains implanted and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) device presented with a battery depletion alert. Boston scientific technical services was contacted and confirmed that the device battery was exhibiting premature depletion. Replacement was recommended within 90 days. The device was subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse effects reported. The device was received for analysis.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) device presented with a battery depletion alert. Boston scientific technical services was contacted and confirmed that the device battery was exhibiting premature depletion. Replacement was recommended within 90 days. The device was subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse effects reported. The device is expected to be returned for analysis, but has not yet been received.